Manufacturer narrative:
Date returned to manufacturer. A manufacturing investigation action & investigation summary was conducted/performed. The report indicates that the: 1x scrdrivershaft received worn with a twisted stardrive received. The over all condition can be described as worn indicated by scratches on surface. This article 03.400.101 with lot 2227059 was manufactured first according workorder (B)(4) by (B)(4) and finished by plant (B)(4) according workorder (B)(4). The hardening took place according step 100/110 of workorder (B)(4) and all 218 pieces were found to be conforming. Based on the present damage twisting of the stardrive tip the complaint could be confirmed. We do state that the present damage is a result of wear and tear. Review of the manufacturing documents, the measured diameter and provided visual inspection did not show any manufacturing related deviation. No indication for product related issue was found. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. DHR review was completed. Manufacturing location: (B)(4). Manufacturing date: 08.jan.2007. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that two screwdriver shafts were used in explant surgery for proximal humerus fracture on (B)(6) 2017. The surgeon explanted the screws using the screwdriver shafts, however, he felt that the tip of the instruments and the screws do not fit together. For this reason he could not explant the screws. The surgeon found that the tip of the divers had been deformed. The deformed area ranged from the tip through grooved sections. The rest screws were explanted using a carbide drill and the surgery was completed successfully with 30 minutes delay. There was no adverse consequence to the patient. The reason for the hardware removal is not known. Concomitant devices reported: screw (part number unknown, lot number unknown, quantity unknown). This report is for one (1) screwdriver shaft 2.5 hexagonal. This is report 1 of 2 for com-(B)(4).